Event description:
The patient underwent vns explant due to unsubstantial efficacy, as well as pain due to the placement of the vns generator. The explanted device has not been received by the manufacturer to date. No additional relevant information has been received to date.